Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the screen on the pump was blank and would not respond to button presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/11/2013 with the following findings: the pump had vibration and audible tones during the boot up, but the display screen remained blank upon battery insertion. The pump was able to be powered on after reloading a new software code. The display screen was dim and faded.